Event description:
Home patient (hp) contact baxter technical service center (tsc) for assistance during automated peritoneal dialysis therapy. Hp received a low drain volume alarm in drain 1/5 of therapy. While discussing the reported issue with the tsc technician, the hp noted a leak at the patient extension line. The tsc assisted the hp in ending therapy and advised hp to contact rn. Hp verbalized that would complete therapy with a new set up and contact rn in the morning. Follow up with the unit administrator indicated hp had contacted rn regarding reported issue. Rn reports patient brought in effluent sample, and effluent was noted to be clear. No patient injury or medical intervention per rn.